Manufacturer narrative:
The event of "allergic reaction/hypersensitivity" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's "body rejected the implant" and had to be removed.

Event description:
Patient reported that "at their last fill" for the right side, their "body rejected the implant." Device was explanted.